Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation and did not feel the "cycling" which began a couple of days ago. It was noted that the pt had sound wave ultrasound therapy, twice a week, performed on the shoulder and had 2 more treatments to go. No falls were reported. Additional info was requested.